Manufacturer narrative:
Product was returned and evaluated. The evaluation revealed the system tip passed leak and thermistor testing. It failed visual inspection due to the observation of dielectric breakdown. A review of the manufacturing records showed all requirements were met. No patient injury occurred. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area and could possibly cause patient burns. It is unknown how damage to the flx treatment tip occurred.

Event description:
A practitioner reported that after one shot smoke emitted from the tip. There was no patient injury.